Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving an appropriate shock from their device. Review of transmissions revealed that the left ventricular lead exhibited low impedance. No device intervention was performed. Patient was asymptomatic and stable and will continue to be monitored.